Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and treated with a glucose tablet. The blood glucose reading was 82 mg/dl. The customer stated that the insulin pump alarmed check settings in the middle of the night. He stated that this event was unusual. Upon review, the settings of the insulin pump were correct. Nothing further reported.